Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was not scanning properly and not reading items. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed. A field service engineer removed the old scanner then replaced it with a new one. The new scanner worked well. The repair was tested in the hardware test application. All tests were passed. The system functioned as intended after the field service engineer repaired the device.